Event description:
It was reported that during the device upgrade for the cyber security, the device went into bvvi. The device was interrogated and confirmed that the bvvi patient notifier was on. Re-attempt to upgrade cyber security firmware was not made. The patient was asymptomatic.